Event description:
Per rn: pt had a right upper arm PICC line that was declotted with tpa. Only one port was working after tpa was administered. In the evening the patient care technician noted that the purple port from the PICC line was dislodged. The PICC line was discontinued.